Event description:
The customer stated that he performed a control test and received a reading of 200 mg/dl. While troubleshooting, her performed control tests and received results of 200 and 204 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.